Event description:
Event description guidant received information that the battery status of this implantable cardioverter defibrillator (ICD) was at bol (beginning of life, 2.92v) six months ago. Approximately one month ago, the device reached eol (end of life) with a 30 second charge time and battery voltage status was noted at 2.67v. It was reported that there was no history of the patient undergoing any procedure. It was further noted that two manual capacitor reformations were performed (39 and 36 seconds, respectively).